Event description:
Pt to surgery for embolectomy, lt leg. Torcon catheter/sheath removed by surgeon. During procedure, noted that approximately three inch segment of catheter had remained in leg and lodged, removed.